Event description:
It was reported that the patient had a tortuous colon that was difficult to navigate. During navigation the doctor pushed the device too despite feeling resistance. One push rod separated from the fore balloon skirt.. No adverse event.